Manufacturer narrative:
Device return evaluation was completed. Device evaluation found the device biopsy port is clogged with foreign objects. Per advance diagnostic using boroscope, no damages at instrument channel were found. The biopsy channel per service repair needs to be replaced. Furthermore, the following findings during inspection were noted on the device: c-cover (distal end) noted with scratches. A-rubber glue (bending section) crack. Light guide ( lg) lens tiny chips. Label ce minor scratches. Evaluation findings found the biopsy port is clogged with foreign material, this likely attributed to the broken piece in insert b of the channel port the customer reported. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "piece broke off in insert b when drying it ". The issue occurred during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign object clogged in the biopsy port channel. This report is being submitted for foreign material clogged in the biopsy channel found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined, however, it is likely the maj-240 channel connection tube detached and got stuck in the instrument channel ports. Olympus will continue to monitor field performance for this device.